Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer continued to use the pump for insulin therapy. It was also reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified; additional, a cartridge alarm was identified.